Manufacturer narrative:
No consequences or impact to patient. No display or display failure. Monitor. Evaluation is in progress, but not yet concluded . The perfusionist rebooted the unit two times but the problem remained. There was no damage to any of the wires. The ccm was not used and only local controls were available for the procedure. The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, when rolling the pump into place the central control monitor (ccm) went blank. Local controls were used to control the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a blank screen at boot up. The inverter board was replaced with a lab use only inverter and central control monitor (ccm) functionality was restored. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2018, as the perfusionist was rolling her heart lung machine (hlm) to the field, prior to going on bypass her central control monitor (ccm) screen went blank. She cycled the power twice to try to fix the issue, but it did not resolve, her ccm was still blank. She looked at the ccm wiring, and all looked intact. I spoke with her at length, that by cycling the power she lost all safety connections to her systems. She chose to initiate bypass without pressure monitoring, level and air detection monitoring, along with the interrelated connections between the pumps and these safety devices. She stated that she felt it was safer for her patient and surgeon to use the pump, rather than delay the case to set up and get an entire new hlm. She also noted that "it was hard to justify taking one pump from another room with a patient in it because what if that patient needed it and it was not available." The incident did not delay the surgical procedure. There was no harm or blood loss associated with the event.